Event description:
Physician intended to use a sprinter legend 2.00 x 15 mm balloon during the procedure. The device was removed from packaging, prepped as per IFU and negative prep was completed with no issues noted. During advancement of the device through the guide catheter, it is reported that a break/fracture occurred at the luer/hub. No reported patient complications.

Manufacturer narrative:
Evaluation results: component/subassembly failure (luer bond failed, root cause undetermined). Evaluation conclusions: conclusion not yet available ¿ (evaluation in progress). (B)(4).

Event description:
Evaluation summary: the device was returned for analysis. The strain relief and luer were detached from the remainder of the catheter. The glue ports in the luer appeared to be completely filled with only a small void visible in one port. There was no evidence of damage to the strain relief. It was not possible to insert the hypotube into the fillet of glue inside the luer.

Manufacturer narrative:
Evaluation, results: (root cause undetermined); no results available since no evaluation was performed (device or procedural images not provided for evaluation). Conclusions: unable to confirm complaint (device or procedural images not provided for evaluation) other (root cause undetermined). (B)(4).